Manufacturer narrative:
Visual inspection performed on the returned sensor patch, no obvious defects observed. The sensor plug was seated correctly. The sensor has been forwarded for further investigation. A final report will be submitted once additional information is received. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction during his 10 day wear of the adc freestyle libre sensor. Customer further reported experiencing skin irritation with ¿a rash¿. Customer had contact with a healthcare professional and received hydrocortisone cream for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an allergic reaction during his 10 day wear of the adc freestyle libre sensor. Customer further reported experiencing skin irritation with ¿a rash¿. Customer had contact with a healthcare professional and received hydrocortisone cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.